Event description:
It was reported this balloon ruptured on the third inflation at seven atmosheres, during a renal artery angioplasty procedure. Following balloon rupture the pt's blood pressure dropped and it was noted the balloon had detached and remained in the pt. Successful percutaneous retrieval of the detached balloon material utilizing forcepts followed. The procedure was successfully completed with this balloon catheter. The pt's condition is good. This device has not been rec'd for eval. Therefore, a failure analysis is not available. A lot search was performed and revealed no other complaints to date on this lot number. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. User technique and/or pt anatomy may have contributed to this event. However, MFR is unable to determine the exact cause fort this event. Directions for use state: "due to the extremely thin wall thickness of the tegwireaballoon, this device should not be used for procedures involving highly calcified lesions or synthetic vascular grafts... If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove."